Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the german guideline. In addition, oekg confirmed the followings in the evaluation of the subject device. Discolored of one light guide lens. Hole in the glue around the objective lens. Damage on the distal end cover. Compressed of the bending section. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). In the result of the additional microbiological testing, the subject device tested positive for the microbes as follows and could not clear (B)(6) guideline. On (B)(6) 2019: - the distal end: no microbial growth. - the instrument channel: pseudomonas aeruginosa and non-pseudomonas aeruginosa(1< cfu/ml). - the air/water channel: no microbial growth. - the auxiliary water channel: pseudomonas aeruginosa and non-pseudomonas aeruginosa(1< cfu/ml). The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for enterobacter hormaechei (1.8 cfu/ml) during routine surveillance culturing test by the facility. The portion of the subject device, where the microbes were detected, were not reported. The subject device had been brushed manually using a non-olympus cleaning brush(endokit, ref. Ers097-0) and disinfected using non-olympus automated endoscope reprocessor (wassenburg, adatascope) with peracetic acid (adaptaclean). After reprocessing, the subject device was stored in an unspecified storage cabinet. There was no report of patient infection associated with this report.